Event description:
I am an orthopedic surgeon who recently underwent knee replacement and used this device. I found a problem with the device not issuing an error code for low pressure and not turning off or alarming when the cuff slipped down towards the ankle. I am concerned because this could lead to deep vein thrombosis in someone not properly using the device. I also observed that when compared to the device I used 6 and 1/2 years ago for my other knee replacement that the sequential compression valve was removed in the newer device. Now the device simply inflates all at the same time rather than providing distal to proximal progressive compression, which is so important in preventing deep vein thrombosis.